Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was not performing the air removal step for the cartridge. Tandem customer technical support educated customer to follow the proper air removal steps. Customer changed pump supplies to address the issue. Customer¿s blood glucose (bg) level was intermittently displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a correction bolus via the pump.